Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had high blood glucose of 557 mg/dl, got it down to 324 mg/dl. Inquired what led up to the complaint. Customer response: trying to bolus, can not remember how to do it. Customer declined troubleshooting for the high blood glucose. Customer called in because her blood glucose was 431 mg/dl and she went through troubleshoot earlier and she was trying to bolus. The customer¿s blood glucose was 599 mg/dl at the time of the incident and current blood glucose was 551 mg/dl. Customer treated for high blood glucose with injection. Run load reservoir tubing with current set and insulin exited at the qr. The drive support cap appears normal. Customer advised to remove reservoir, rewind, reinsert reservoir. The insulin pump will not be returned for analysis.